Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It has been reported that the battery of the patient's omnipod dash was experiencing overheating issues and is unable to hold a charge. Additionally, the device was reported to be frozen on the loading screen. It remains unclear whether the patient utilized a charging cable provided by insulet. The device has been replaced.